Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the distal main body coronary sinus was dissected by the catheter during wiring to sub-select the lateral branch. The catheter was removed. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.